Event description:
It was reported via repair work order that cot would not lock into place due to a bent height adjustment rack. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.